Event description:
Additional information received from technical support that noise was also noted on the right atrial (ra) lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and revealed low pacing impedance on the right atrial (ra) lead. Insulation damage is suspected as the cause of the event. However, no intervention has been conducted at this time. The patient was stable and will continue to be monitored.